Event description:
It was reported by service report that the cot was not releasing from the mount fastener without extreme force. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Investigation still underway.